Event description:
It was reported when the programmer booted, an error code presented. Technical services (ts) determined it was a self-test error and was likely caused by the programmer sitting in a car in a cold environment for too long. Ts suggested allowing the programmer to get to ambient room temperature and then try starting it again. The status of the programmer is unknown. There was no patient involvement.

Event description:
It was reported when the programmer booted and error code presented. Technical services (ts) determined the programmer had been sitting in a car in a cold environment for too long. Ts suggested allowing the programmer to sit in ambient room temperature and then try starting it again. The status of the programmer is not known and there was not a patient involved in this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).